Manufacturer narrative:
D4: device serial number updated: (B)(6). H4: manufacture date of the device: 23-jul-2021.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device are unknown, no information provided to date.

Event description:
It was reported that a pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 20july2022 via email and attached to complaint object: all issues found during testing. No patient involvement.

Manufacturer narrative:
Other, other text: h6: updated. 10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device appeared to be in good physical condition and was missing the tamper seal. The event log was reviewed and revealed no evidence of the reported problem. Upon function testing the reported problem could not be duplicated. Removal of the downstream occlusion sensor seal revealed a scratched sensor. The sensor was likely scratched during the last seal repair. An intermittent sensor would cause calibration issues. The root cause of the reported problem was most likely the scratched downstream occlusion sensor. The sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: model number: 2120.